Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 07:27:12 on (B)(6) 2025. At 07:35:41, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:36:20, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. The device was shut down at 09:30:23 on (B)(6) 2025.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 07:27:12 on (B)(6) 2025. At 07:35:41, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:36:20, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The device was shut down at 09:30:23 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was detected asystole, which is a non life-sustaining rhythm, on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.